Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-05175. It was reported the patient experienced unintended uncomfortable stimulation in the chest. The patient underwent surgery where one of the leads was repositioned and the other lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-05175. Follow up revealed the physician explanted both leads during the surgical intervention on (B)(6) 2016 and only one lead was implanted during the procedure.